Event description:
The pt received her scs system on (B)(6) 2010. On (B)(6) 2010, it was reported that the pt could not increase stimulation higher than two bars for some programs, and for other program she could not turn up perception. The pt is scheduled to be reprogrammed later this month. F/u on the pt found she is receiving good coverage and pain relief. No further info is available at this time. This report is being submitted as a precautionary measure as similar alleged issues have occasionally resulted in the explant and replacement of the device.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.